Event description:
Event description guidant received information that during the implant procedure for the right ventricular lead, this patient experienced cardiac tamponade. The tamponade was verified by an echocardiogram and excess fluid was drained from the chamber before preceding with the rest of the implant procedure. The pacemaker and leads system were successfully implanted and there have been no adverse effects reported since the implant procedure with this patient or device system.